Event description:
On (b)(64) 2015, the reporter contacted lifescan (B)(4), alleging other message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 - correction - 11/04/2015: the category and sub-category on the initial 3500a report should have been other / unusual issue. No additional information relating to the complaint was received. Medical surveillance were made aware of this after a review of the pi by customer service.